Event description:
It was reported that during an unk procedure, the top part broke right after the first or second spin. Used a second device to complete the case. There were no pt consequences.

Manufacturer narrative:
(6)(4). Eval summary: the analysis results found that the tear initiated adjacent to the paw and propagated to the inner seal ring in a radial form. The tear progressed in a circumferential pattern 360 degrees to the lower seal ring. It then followed around the lower seal ring 180 degrees. We have documented the circumstances as they have been reported to us. Complaint info is trended on a regular basis to determine if further investigation is warranted. The batch record was reviewed and no anomalies were noted during the mfg process.